Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this right atrial (ra) lead was not capturing in the atrium. The physician suspected that the ra lead dislodged. A revision was performed and this ra lead was successfully repositioned. No additional adverse patient effects were reported.